Manufacturer narrative:
Follow-up #1 date of submission 10/07/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/22/2015 with the following findings: a visual inspection of the pump showed that the keypad cover was intact with no damage. Evidence of moisture was observed in the battery compartment. During testing, all the keypad buttons responded appropriately. The pump cover was opened and moisture was found inside. No moisture or contamination was found on the key contacts. The pump failed a leak test due to an unrelated battery compartment crack.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) /2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was alleged that the up arrow and down arrow keypad buttons were under-responsive. Allegedly, the battery and cartridge compartments were cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.